Manufacturer narrative:
H.6. Investigation summary: photo evaluation three photos were returned for investigation. From the photo, observed the needle short in length. Sample evaluation one actual sample with open package was returned for evaluation. The sample was not decontaminated, and the sample was subjected to visual inspection to check on the cannula. The cannula from the complaint sample was observed to be 0.5cm shorter as compared to the similar good part. No bevel was observed on the cannula tip. The cannula tip seems like being ¿pinched¿ and broke off. The needle assembly process was reviewed. At the cannulator station, cannula is inserted to the needle hub. Any jammed at the station will only cause the cannula to bend but not break/pinch the cannula. There is no station identified that could break the cannula. As such, it is suspected that this defect could originate from the t&c process. The tubing and cannula (t&c) manufacturing process was reviewed. Based on investigation at t&c process and review of the broken cannula sample, it is not a possible cause at t&c as the broken cannula tip observed twisted and broken. Cannula process do not have process which could cause twisted defect. Simulation performed on cartridge tightening as well but no cannula broken observed. DHR was reviewed and no abnormalities were observed that influence needle/cannula broken. And based on above investigation on returned samples, there was no possible assignable caused for broken needle/cannula during production of the affected assembled needle and t&c. Hence, root cause could not be determined.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced tip/luer of syringe cracked/damaged/deformed/bent which was noted prior to use. The following information was provided by the initial reporter: open the package and find that the needle is abnormal and the needle tip is broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced tip/luer of syringe cracked/damaged/deformed/bent which was noted prior to use. The following information was provided by the initial reporter: open the package and find that the needle is abnormal and the needle tip is broken.